Event description:
"A cardiac bypass pt was switched to CPAP setting on the ventilator to help awaken. The pt was switched back to the previous ventilator settings due to apnea. Respiratory therapy came to evaluate pt for extubation and noted that the ventilator was again running on CPAP. The ventilator was removed from service and sent to clinical engineering for eval. There was no harm to the pt who was successfully extubated. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
The end user reported on their medwatch report that they had sent the unit to their clinical engineering dept for eval. We have sent a letter to the end user requesting additional info and the status of the unit to include any repairs that may have been done on the unit in response to the event. Once we receive the add'l info, we will submit a follow-up medwatch report.